Manufacturer narrative:
(B)(4). Returned strips evaluated with no defect found. Meter not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 76 to 94mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer called regarding results that she is getting from her meter. Customer states that she has not had any changes to her diet or exercise routine. Customer states that she is not diabetic but has been testing her blood sugar for years and is not currently on any medications for diabetes. Customer perform a back to back blood test using same hand different fingers. Results of 148 mg/dl and 142 mg/dl.